Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range ra impedances of greater than 2,000 ohms. It was noted that there was a sudden increase in impedances approximately one to two months ago. Follow-up lead testing noted normal impedances; however, there were inappropriate atrial tachy response (atr) episodes due to oversensed noise on the atrial channel. The noise was reproducible with manipulation. Pacing thresholds and sensing were noted to be stable. This would be discussed further with the physician. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient was brought back to their clinic for follow-up. Impedance testing revealed measurements greater than 2,000 ohms with pocket manipulation. It was noted that the patient paced less than 1% in the atrium; therefore, the device was reprogrammed to ddi. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.